Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Reporter stated that the brushhead had been discarded.

Event description:
Brushhead keeps coming off / broken brushhead [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the brush head of the oral-b flexisoft brushhead kept coming off while used with an oral-b rechargeable toothbrush, version unknown. He or she noted that the toothbrush had only been used 4 times. No symptoms developed. 28-feb-2016 received follow-up email from consumer: the consumer noted that the color of the logo on the brushhead was blue, and that after she had taken the picture of the broken brushhead, she threw it out in the garbage. No further information was provided.